Event description:
It was reported that during an upgrade procedure, the delivery catheter and diagnostic catheter were used in the patient. After multiple unsuccessful attempts to find the coronary sinus, the contrast was injected and there was no leakage observed into the pericardium. The patient then lost consciousness. A paced rhythm was observed on the electrocardiogram (ECG), however, the patient did not have a pulse. The procedure was aborted, and resuscitation was attempted including cardiac massage. The patient went into ventricular fibrillation (vf) several times requiring external defibrillation. Resuscitation efforts were unsuccessful and the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.